Event description:
The check flo blew a hole in the side of the catheter. The end user had to hold pressure in the groin to stop the bleeding. The procedure ended well. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience adverse effects due to this occurrence.

Manufacturer narrative:
No product was returned to assist in this investigation; however, a review of the complaint history, instructions for use (IFU), mfg instructions (mi), quality control (qc), and trends was conducted. It was reported that "the check to flo blew a hole in the side of the catheter" indicating injection was performed directly through the sheath as a hole in the catheter introduced through the device would not have resulted in the loss of hemostasis as reflected by the statement that "the end user had to hold pressure in the groin to stop the bleeding", which resulted in minor harm to the pt. Sheath integrity is 100% inspected by quality control personnel. Design requirements according to iso for tensile strength and liquid leakage have been met. Per the instructions for use (IFU) supplied, the flexor balkin guiding sheaths are not intended for direct injection. The root cause for the reported difficulty was determined to be product use/handling related as the user did not follow instructions/label. The appropriate internal personnel have been notified and we will continue to monitor complaints for similar events. Per the quality engineering risk assessment (qera), no further action is required. We will continue to monitor complaints for similar events.

Event description:
The check flo blew a hole in the side of the catheter. The end user had to hold pressure in the groin to stop the bleeding. The procedure ended well. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). The event is currently under investigation.